Event description:
It was reported that the patient presented in clinic for follow up. Review of fluoroscopy revealed dislodgement causing loss of capture on the right ventricle (rv) lead. On (B)(6) 2022, the physician elected to explant and replaced the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.